Manufacturer narrative:
Eval summary - the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 174643f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 174643f met all release criteria prior to product release. There is one similar report for this lot. Additional info was requested from the consumer by phone on 06/10/2010 and 06/14/2010 and by mail on 06/10/2010. Info was requested from the ophthalmologist by mail and fax on 06/10/2010 and by phone on 06/10/2010 and 06/14/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "corneal ulceration" (corneal ulcer); "blurry vision" (blurred vision); "red eyes" (red eye(s)); "vision change" (vision, loss of); "inflamed" (inflammation). Product problem(s): "no information" (no information). A mother reported that following use of this product, her son experienced inflamed red eyes, with the right eye being worse. She stated that he wore his contact lenses all day at work. On the same day, he went to an urgent care facility where an ophthalmologist was called in for assistance with his diagnosis. At the urgent care facility, her son was prescribed an antibiotic to be taken every 4 hours and was scheduled to see an ophthalmologist on (B) (6) 2010. The mother reported that the ophthalmologist diagnosed her son with a corneal ulceration in the right eye and instructed him to dose with the antibiotic every two hours. The ophthalmologist also advised her son to be fitted for new contact lenses because his vision might have changed from this incident. The mother reported that, at present, her son's eyes are a little red and blurry. On (B) (6) 2010, the consumer's mother reported that her son's corneal ulcer had resolved with treatment and he had an appointment to be fitted with new contact lenses. Additional info has been requested.